Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Investigation summary : product complaint (B)(4) was logged in for voc performance - breakage suture on dt (B)(6) 2021. Below is the detailed analysis of retain sample against mentioned voc. Complaint sample: complaint sample not received for investigation. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code nw2317 lot t8029. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: five retain samples of incident code nw2317 and lot t8029 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance - breakage suture, knot tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 3.568 kgf and value at release was found to be 3.764 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 2.680 kgf. All the individual as well as average knot pull tensile strength test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code nw2317/lot t8029. No other event was reported for same description from other parts of country where this lot was distributed. Based on the analysis this is not a confirmed complaint.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure date? On (B)(6) 2021. In event description mention suture broke, could you please confirm how many devices present this issue? All 3 suture. If the issue was present in three sutures, did this issue occurred in the same procedure? Please confirm yes. Could you please provide the lot number for this suture (ethicon non abs, sw21201)? B0005. Could you please confirm device's availability: not available discarded. Event related to mw # 2210968-2021-07605, mw # 2210968-2021-07606. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2021 and suture was used. The suture broke while knotting. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested